Manufacturer narrative:
E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had error e315. The issue was found during an inspection for use procedure. There were no reports of patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: dirt on scope connector cover. Based on the results of the investigation, a probable root cause could not be identified. The most probable cause of dirt on scope connector cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.